Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to an audible alert from their implantable cardioverter defibrillator (ICD) sounding every four hours. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with oversensing noise and non-sustained ventricular tachycardia (nsvt) and high rate non-sustained episodes. Follow up was conducted which revealed a lead fracture was suspected and the lead has been replaced. No patient complications have been reported as a result of this event.